Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 400+ mg/dl. The customer¿s current high blood glucose of 511 mg/dl. The customer had treated with pen. The customer experienced symptoms like nausea. The customer also reported bent cannula. The product was not returned for analysis.